Event description:
It was reported that the patient presented with severe increasing neck pain which did not respond to conservative treatment including injections and pain management. The patient was diagnosed with cervicalgia with fibrous nonunion of a previous c5-6 fusion with hardware failure and marginal cervical stenosis. The patient underwent a revision c5-6 anterior cervical corpectomy and fusion using spinal USA peek cage and anterior plate with rhbmp-2/acs. There were no noted complications. Post-operatively, the patient allegedly sustained unspecified injuries. No additional information has been provided.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c5-6, the insertion of a spinal USA peek cage at c5-6 filled with one-third of one strip of rhbmp-2/acs, the anterior cervical hardware removal, and the anterior cervical at c5-6 using spinal USA plate with screws on (B)(6) 2010. Postoperatively, patient now suffers from injuries including chronic pain syndrome, neck pain, unwanted bone growth, cyst formation, hernia, obstruction of airway, anxiety, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c5-6, the insertion of a spinal USA peek cage at c5-6 filled with rhbmp-2/acs. Post-op, the patient developed chronic pain syndrome, neck pain, unwanted bone growth, cyst formation, hernia, obstruction of airway, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of cervicalgia with non union of previous cervical fusion with hardware failure and marginal cervical stenosis and underwent anterior cervical fusion ,c5-6;corpectomy, anterior cervical c5-6 with takedown of fibrous non union, microscopic; insertion of a 10 mm peek cage, c5-6 filled with one third of one strip of rhbmp-2/acs; anterior cervical hardware removal, c5-6; anterior cervical plating, c5-6 using plate with 16 mm screws. Per operative report ¿¿trial spacing was performed and a 10 mm spacer was selected. We prepared a small rhbmp-2/acs kit. I used one third of one strip of rhbmp-2/acs and used it to pack the cage and then the cage was inserted with slightly countersunk. I made certain that none of the rhbmp-2/acs was exposed to soft tissue. Distractor was released. The caspar pins were removed and a cervical plate was selected. I placed this plate somewhat left of midline so as to not interfere with the residual screw fragment in the right side of l5. I drilled new holes using 16 x 4 mm screws at c6 and on the right at c5 and a 4.5 mm screws on the left at c5 where there was some overlap of previous screw hole. Excellent purchase with all screws and was achieved and I engaged a locking rivets. The screws are in good position.¿ no patient complications were identified. Findings: consistent with preoperative x-rays and CT scan with fibrous non union, interspersed cortical bone and fibrotic tissue with motion evident with distraction and release of distraction at the non union site.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.